Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was unable to hold charge during a battery change out. The product is still in use. No patient involvement.